Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the xience v everloimus eluting coronary stent system instructions for use (IFU). It should be noted the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that over 3 years post 3.5x23mm xience v direct stent implantation in a saphenous vein graft to right posterior descending artery (rpda), the patient experienced worsening shortness of breath and had a positive stress test. On (B)(6) 2012, the patient was hospitalized and per diagnostic coronary angiogram was found to have in-stent restenosis. A stent was implanted to treat the restenosis. On (B)(6) 2012, the patient was discharged. There was no additional information provided.